Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, a cartridge alarm and a cartridge change error occurred during the load sequence. Reportedly, the cartridge was changed to address the issues and insulin delivery was resumed. Customer¿s blood glucose value was 200 mg/dl.